Event description:
It was reported that the handpiece caused an error 3 when activated during a lap cholecystectomy. The error could not be cleared and a second handpiece was used to complete the case. No patient consequence reported.